Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital she developed high blood glucose. The blood glucose reading at the time of hospitalization was over 400 mg/dl. Caller stated that they forgotten to take off the plastic off the infusion set needle and it did not go in all the way. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed displacement test due to motor encoder signal out of phase. The insulin pump received with scratched lcd window.